Manufacturer narrative:
(B)(4) issued. Replacement computer shipped to site on (B)(4) 2013. To date, the original computer has not been returned to manufacturer for further evaluation. Replacement psu polaris spectra camera shipped to site (B)(4) 2013. Medtronic electrical evaluation of returned suspect device finds the camera tracking appeared to be normal. The psu failed the aak test at .38mm, however, this measurement out-of-calibration did not cause the event. Software investigation completed. Findings are that the tracer pattern seemed to be adequate. Unable to replicate any inaccuracy when testing with resin head. No software faults or anomalies were found to be the cause of the alleged inaccuracy. A medtronic representative on site, (B)(4) 2013, to investigate. System check-out was good, checked registration and accuracy with resin head using both pointmerge and tracer. All instruments checked, and verified. Medtronic follow-up investigation noted multiple areas of improvement on registration, and made suggestions for additional training regarding technique. Recommendations were based on case observations.

Event description:
A medtronic representative reported that, while in a left-sided cranial tumor resection, the surgeon alleged an inaccuracy of approximately 8mm. The attending site stealth coordinator did not agree with the assessment. The inaccuracy was after the patient was draped and landmarks were checked. The surgeon did not re-register, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The suspect computer was returned to the manufacturer and found to be fully functional.